Event description:
It was reported that approximately 8 months post xience v stent implantation in the posterior lateral segment artery, the patient experienced angina and was found to have in-stent restenosis. On (B)(6) 2011, the patient was hospitalized and on (B)(6) 2011 percutaneous coronary intervention was performed. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Event description:
Subsequent to initial medwatch report, the following information was received: on (B)(6) 2012, percutaneous coronary intervention was performed to the target lesion. There was no adverse sequela reported and on (B)(6) 2012, the event resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lesion predilatation was not performed prior to stent implantation. There was no reported product deficiency. The reported patient effects of angina and restenosis are known observed and potential adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). It should be noted that delivery procedure section of the instruction for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel / lesion to be treated. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.